Event description:
Boston scientific received information that this patient received several inappropriate therapies due to noise and oversensing. The right ventricular lead measurements revealed increased pacing thresholds result in loss of capture, as well as high out range pacing impedances. Before a revision procedure took place and x-ray revealed that this lead was fractured. Upon the revision procedure it was difficult to insert the system completely into the lead as it was fractured, thus the lead was cut distal from the fracture. The lead will be returned in fragments. No averse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection revealed that the trilumen insulation was flattened and webbing damage was seen. The rs-coil was fractured. The damage appears to be localized compressive stress. Due to the location and the type of damage the fracture was most likely caused by entrapment in the clavicle/first rib region.